Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter, a blue broken piece of the device (less than 1 mm) was found in the cavity and was retrieved. It seemed like the versaseal was torn while using l-clip. No bleeding. No tissue damage. No pt harm. Operating room time not extended.